Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value over 400 mg/dl; treated with a bolus. During troubleshooting, the customer disconnected at the quick release and received a no delivery alarm during prime. It was advised to disconnect and reconnect the infusion set and reservoir; they were able to prime without a no delivery alarm. Troubleshooting for high blood glucose was declined. The device will not be returned for analysis.